Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 1 yr, 9 months of support on the lvad, the outflow bend relief had separated and slid down the graft. The graft was reportedly leaking blood and the surgeon suspected that the metal portion of the bend relief may have caused an abrasion to the graft material, thus causing it to leak. The pt was taken to the operating room and an outflow graft bend relief collar was applied and the graft was repaired so it didn't leak again.

Manufacturer narrative:
The report of a sealed outflow graft leak could not be confirmed by the MFR as the pump is still in use supporting the pt. There were no reported issues from the hospital regarding the connection of the sealed outflow graft bend relief at implant. X-rays images were not provided to the MFR. The hospital reported that an outflow graft bend relief collar was placed onto the sealed outflow graft bend relief to repair the leak. The pt remains on-going on lvad support with no further issues reported to the MFR. These reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to force that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. (B)(4). No further info is available. The MFR is closing it's file on this event.